Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and was not able to duplicate the reported event. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient a 980 ventilator registered higher exhaled tidal volumes than the delivered volume. The patient was removed from the ventilator and placed on an alternate ventilator. There was no patient harm as a result of the reported event.